Manufacturer narrative:
The device has not been returned for evaluation. The lot number is unknown, therefore the device history record could not be performed. The trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause of the event could not be determined. See related: 0001920664-2023-70140, 0001920664-2023-70141, 0001920664-2023-70143 and 0001920664-2023-70146.

Event description:
The user facility in france reported that during surgery, the chuck [tip wrench] used in the accessories kit for phaco broke. Five devices were used before obtaining the correct chuck and the procedure was extended by four minutes. This conducted difficulties to cross cornea and lead to corneal edema that caused decrease visibility during the surgery. There is a slow recovery of visual acuity (after two weeks 3/10) and edema is in the process of resorption. The patient received odm5 eye drops (sodium chloride, hyaluronic acid) for corneal edema, and after one week returned to the operating room due to the persistence of a mass in the anterior chamber that was not seen during the first surgery (due to the lack of visibility by the edema). This report is for the first device.

Manufacturer narrative:
The device has not been returned. The investigation is ongoing. Report 3 of 5. See related: 0001920664-2023-70140, 0001920664-2023-70141, 0001920664-2023-70143 & 0001920664-2023-70146.